Manufacturer narrative:
The products were returned for evaluation. All anchors measured were within the specification limits. Tendon anchors that were returned were successfully loaded by one of the staplers. It was determined that loading difficulties are a result of undersized tendon stapler stakes. These undersized stakes result in insufficient interference between the stakes and anchor to pull the anchor out of the loader.

Event description:
It was reported that, during a rotator cuff repair surgery, none of the staples would load. The individual tendon anchors would move when the trigger on the tendon staplers was actuated, but would not engage and thus not load. Since there were not any back-up device available, the surgery was completed by stitching the implant onto the supraspinatus in order to achieve fixation. The surgery was not significantly delayed. The patient was not harmed.